Event description:
It was reported that the radiographer had "trapped" a finger under the couch top, which is the area of the couch assembly at the rear end while manually moving the couch toward the gantry.

Manufacturer narrative:
The injury was to the healthcare professional. The end of the radiographer's index finger was compressed with some bone damage at the tip. Sutures were required to close a laceration on the finger. No corrective actions are planned. The original equipment MFR has been made aware of the incident report. No further updates are anticipated for this issue.